Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a rash underneath the back therapy electrode pads. The rash was described as large, red and itchy. There is no alleged device malfunction. The patient's doctor prescribed a cream for the skin irritation. Follow-up indicated that the rash was improving.